Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer¿s blood glucose level (bg) was 556-560 mg/dl and high ketone. Ketone levels were identified as life threatening by health care provider. Elevated bg was addressed by a correction bolus via the pump and the pump supplies were changed. Reportedly the customer went to the emergency room and was admitted to the intensive care unit (ICU). Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Multiple attempts were made by tandem¿s technical support to obtain release date from ICU; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.